Event description:
Sorin group received a report that, during a procedure, the pump stopped and displayed an error message. The pump was restarted after power cycling. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) MFR the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that, during a procedure, the pump stopped and displayed an error message. The pump was restarted after power cycling. There was no report of pt injury. The pump was returned to sorin group (B)(4) for eval. A f/u report will be filed when the investigation is complete.